Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing charging supplies, using tandem wall adapter and tandem charging cable, and the pump began charging without further assistance required.